Event description:
The event involved an unknown tubing set where it was reported that during an infusion the pump continued pumping after fluids were done. Additionally, it was reported that the provided rate, volume to be infused, and duration of infusion(s) or other applicable programming parameters was 999, did go a little over on pumping volume than normal because bags are often overfilled. The medication involved was saline. The air sensitivity settings on the pump were unknown. The pump did not audibly alarm for air in line. The status of the patient before, during and after the event was stable. The tubing/set did not work in another pump. The pump was set aside, and therapy was done on another pump. It was further reported that the patient received 0 air, as it was stopped about 5ml before the patient, air went past the cassette. There was patient involvement and no human harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.